Event description:
During a check-out procedure at manufacturer's service center, a ventilator inoperative condition occurred. The device was not in patient use. The device's software was reloaded to address the issue.